Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, upon opening the unit and carefully examining its new features, the operating room staff realized there was no grey retractor blade mount connected to the wand/shaft of blower/mister. The hospital staff searched the sterile field and all around the floor and could not locate the grey mount. The believe that the grey mount either popped off when emptied onto sterile field, or it was packaged without one. A new unit was used to complete the procedure. The product is returned.